Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle despite the attempt of multiple charging supplies. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.